Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving bupivacaine 12 mg/ml (dose 1.68 mg/day), and morphine 3 mg/ml (dose 0.42 mg/day) via an implantable infusion pump. Indications for use included non-malignant pain and spinal stenosis. It was reported that on (B)(6) 2016, when the hcp interrogated the pump, they noted a message of "pump memory error, drug infusion data is invalid." The elective replacement indicator (eri) showed question marks, and when they interrogated again the eri showed 9 months, which was what it reportedly should have been. There were no audible alarms and the pump logs showed no events since the last pump update. There were no patient symptoms reported. The reporter checked the software card (aar was the version) and they interrogated the pump again. Troubleshooting resolved the issue; the reporter was able to update the pump successfully with the correct volume and prescription information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.